Manufacturer narrative:
Further information from the reporter regarding event and device details has been requested. No additional information is available at this time. The events of high intraocular pressure, fibrosis, and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent had needling occur a few days following implant in the left eye. Roughly two months later, it was noted the patient had endophthalmitis. The device was removed and to treat the eye there needed to be 6 intravitreal injections with vancomycin. Removal and treatment was carried out by a retina specialist. Endophthalmitis is now sterile, but some fibrin and inflammation remains present.